Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site. The pod was not worn. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned not deployed. The download data shows the device completed 47 first prime pulses and was then deactivated after the completion of first prime. Because the device was deactivated before second prime could be initiated, the device never deployed and the soft cannula did not insert at the infusion site. During investigation the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a failure of the cannula to deploy.